Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the connection issue allegation. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead was under inserted. Boston scientific technical services (ts) agreed that the ra lead was under inserted and recommended pocket manipulation and sampling impedance. The lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was under inserted. Boston scientific technical services (ts) agreed that the ra lead was under inserted and recommended pocket manipulation and sampling impedance. The lead remains in service. No adverse patient effects reported.